Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for implantation: sui. Concurrent surgical procedure: partial hysterectomy. It was reported that due to mesh erosion, pain and urinary incontinence, patient underwent partial mesh explants on (B)(6) 2009.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2015 by (B)(6), md.